Event description:
A malfunction alarm was reported involving a pump in sweden, specifically alarm 20, which occurred during pumping. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Consequently, technical support arranged for a replacement pump to be shipped, and the customer was instructed on how to store the pump and return it with a prepaid label. The customer will use multiple daily injections as an alternative insulin therapy until the new pump arrives.